Event description:
It was reported that recapture difficulty and a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The procedure was going as planned and the was positioned in the laa of the patient. The closure device was inserted into the was and was deployed in the laa. The closure device was partially recaptured once due to not meeting the release criteria. It was deployed and again did not meet release criteria, so a full recapture was attempted. While the device was being fully recaptured, the physician felt tension in the system and it was difficult for them to recapture the device. The device was able to be fully recaptured and was fully contained in the was upon removal. After removing the device it was reported that there was a kink on the delivery system. There were no patient complications reported and the procedure was completed with another closure device.